Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that an episode of possible electromagnetic interference/noise oversensing on atrial tachycardia/atrial fibrillation detection was noted on an interrogation. The device remains in use. No patient complications have been reported as a result of this event.